Event description:
Reporter alleged, obtaining discrepant blood glucose results of 34 mg/dl on the voicemate vsr w/chek vial system and was experiencing hypoglycemic symptoms at the time. Reporter stated, she retested with the same system and obtained a result of 68 mg/dl within one minute later. Reporter indicated, she waited another twenty five minutes and obtained a result of 58 mg/dl on the system before self treating with 3 glucose tablets. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.